Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during an echo bubble study. The following information was provided by the initial reporter: "the issue I was made aware of was that they couldn't get the needle to come off. They were using it for an echo bubble study, they did flush saline while the needle was attached still."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unit. Visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. However, excess adhesive was observed on the catheter adapter wing near the junction area between the extension tubing and the catheter adapter. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated, confirming the reported defect. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during an echo bubble study. The following information was provided by the initial reporter: "the issue I was made aware of was that they couldn't get the needle to come off. They were using it for an echo bubble study, they did flush saline while the needle was attached still."